Event description:
A report was received that the pt was experiencing communication difficulties between her ipg and external devices. After multiple troubleshooting attempts without success, a bsn field clinical engineer confirmed that there is an issue with the ipg. A revision surgery has been recommended to replace the ipg.